Event description:
According to the report, bioglue was used in an ascending aorta and an aortic arch replacement surgery for acute type a aortic dissection. The graft was hemashield. It was applied to proximal false lumen and proximal and distal branch suture lines. After around 20 days from the procedure, the patient had pyrexia of unknown reasons and the patient's body temperature has gone up and down. Currently, the patient is hospitalized. The amount of the applied bioglue was a relatively large quantity; total use: 20ml. Bioglue was used with great caution such as priming and protection of wet gauze. The application site was adequately dry condition. The surgeon does not know whether the pyrexia was caused by bioglue, graft, or any other factors.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue (bg3510-5-j, exact lot unknown) was used in an ascending aorta and an aortic arch replacement surgery for acute type a aortic dissection. The graft was hemashield. Bioglue was applied to the proximal false lumen and proximal and distal branch suture lines. Approximately 20 days following the procedure, the patient presented with pyrexia of unknown reasons and the patient's body temperature fluctuated. At the time of the report, the patient was hospitalized. The amount of the applied bioglue was a relatively large quantity; total use: 20ml. Bioglue was used with great caution such as priming and protection of wet gauze and the application site was of an adequately dry condition. The surgeon stated that he did not know whether the pyrexia was caused by bioglue, the graft, or any other factors. (B)(4), the japanese manufacturer and distributor of bioglue, explained to the surgeon that using the proper amount of bioglue such as described in the instructions for use (IFU) would be important. Additional information was received which stated the patient's pyrexia was severe (out of severe/moderate/mild). The patient had been in the hospital and the fever dropped to slightly less than 37 degrees celsius. Regarding medical intervention, only various antibiotics and antipyretics were administered. (B)(4) provided possible lot numbers based on shipping records. The manufacturing records for these lots were reviewed and it was confirmed that all records were controlled, available for review, and the lots met release specifications. Based on the information available at the time of this report we are unable to definitively determine the cause of pyrexia, or fever, in this patient. Fever is a non-specific response to numerous inflammatory processes, most commonly infection. In general, high grade fevers, i.e. 39+ degrees celsius, are due to acute neutrophilic inflammatory reactions such as the response to a bacterial infection. The foreign body inflammatory reaction to bioglue is unlikely to produce this type of febrile response. Therefore, one possible root cause of this report of a high grade fever occurring 20 days post-operatively is that it could be a result of a bacterial infection in the patient and not related to the use of bioglue. High fever associated with the use of a hemashield and other impregnated dacron grafts have been reported in literature. Therefore, another possible root cause is that it is likely the hemashield graft implanted in this patient caused, or at least contributed to, the pyrexia observed in this patient.